Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/04/2016 with the following findings: during testing, the battery compartment was observed to be cracked. Evidence of moisture was observed in the battery compartment. The pump failed a leak test ta the battery compartment. The pump cover was opened and no further moisture ingress was observed. The returned battery cap had stripped threads and was unable to secure on the pump. A test cap was used for investigation.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.